Manufacturer narrative:
The account found a stuck switch in left side rail. The account replaced the left side rail to resolve the issue.

Event description:
The account alleged the head of the bed ran down on its own. No patient impact.